Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7088748/7089635. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 25625322.

Event description:
It was reported that the patient had a suspected meningitis infection at the pocket site. Symptoms of redness and swelling were noted. The physician believed that the infection was procedure related. The patient underwent an explant procedure.